Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0405941v, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported that in the previous implants, the devices moved causing one time the lead to become loose. When the ins was in the stomach, the battery would move and the leads twisted. The healthcare provider (hcp) went back in and the same thing happened to the second device as did with the first device. The first implant moved and they had to do surgery because it kept turning and a lead came loose, therefore that is what happened with the second implant as well. Information regarding if the patient still had concerns with their device or therapy has been requested.

Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.